Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. The reporter stated pt began having high blood gluocse in 2005 at 2200; their blood glucose was 240mg/dl pt gave a correction at that time and went to bed. The next day at 0800 pt awoke and tested their blood glucose, which was 290mg/dl. The reporter then changed out the site, tubing and cartridge and opened a brand new bottle of humalog that pt just received from the pharmacy. At 1115 pt again retested their blood glucose and received a reading of 267mg/dl. The reporter again gave a correction along with a meal bolus through the pump. At 1430 their blood glucose was up to 398mg/dl and pt was spilling large ketones at this point their md advised pt to go to the hospital where pt was admitted for diabetic ketoacidosis. Reportedly pt did not have any difficulty controlling their blood glucose prior to the high bg on the evening the previous day. The reporter stated the pump gave no unusual alerts or alarms, there were no leaks in the system, nothing at all unusual or different with the functioning of the pump. Additionally the pt denies any illness or difference in their routine prior to the incident, besides that pt is pregnant. The reporter stated that they did not feel that their pump was the issue but that their md was insisting on them receiving a replacement. The device will be returned for evaluation.